Event description:
It was reported that the patient received inappropriate therapy. Loss of capture with decreased sensing were observed. Lead dislodgement was found via x-ray. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly found.